Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the pump was unable to prime unit during prime test due to faulty force sensor system. No compromised force sensor system alarms were noted. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on lcd window, cracked case at display window corners, belt clip slot and battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 287 mg/dl. The customer stated that she tried to get her blood glucose down but is not receiving any insulin. The customer was advised to perform a 5.0u fixed prime. The customer stated that the insulin did not exit. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.